Manufacturer narrative:
Increased heart rate or tachycardia can have multiple etiologies, including heart disease, htn, heart valve disease, fever, stress, side effects of certain medications, electrolyte imbalance, anemia, hyperthyroidism, and illness. In this case, there is no infromation to suggest a device malfunction or quality deficiency that may have caused or contributed to this event; however, the exact cause of tachycardia was not determined.

Event description:
It was reported via clinical affairs that an (B)(6) patient underwent an implant of edwards aortic bioprosthetic valve model 3300tfx and experienced an arrhythmia event on post operative day #1. Event summary states the following: " overnight on pod 1, patient was noted to be in svt after administration of albuterol nebs, amiodarone 150mg bolus given and svt resolved. On pod 2, rn at bedside for pt's desat to 70% on baseline 6 l nc o2. Pt placed on ventl mask with no return of spo2 >93%. Nrb placed - pt's o2 sat returned to 97%. Pt also noted to be clammy and in svt on monitor up to 140's. Mds notified and immediately at bedside. 5mg metoprolol ivp given and pt returned to 70's nsr. Patient loaded with 150 mg amidarone over 30 minutes and amio gff initiated at 1mg/min following bolus completion. Bp stable throughout event. Patient then became hypotensive and amiodarone stopped. Pod 3 patient had another episode of avt, metoprolo 5mg ivp given. Amidarone drip started at lower dose. Possible underlying afib...pod 11, patient was re-intubated due to sudden onset of hypoxemia bigeminy bradycardia, and hypotension. External pacemaker was turned on. Patient alert with baseline neuro status. The event was thought to be secondary to recurring aspiration. Patient had no further episodes of arrhythmia and was discharged on amiodarone and meteprolol." There is no information to suggest a device malfunction related to this event, as it remains implanted and properly functioning.